Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain and diarrhea. The same day as hospitalization, the patient was treated with intravenous levaquin (500 mg every 48 hours; duration not reported) and intravenous vancomycin (1g three times a week) for peritonitis. Nineteen days after hospitalization, the patient was discharged. At the time of this report, vancomycin treatment remains ongoing and patient is recovering from the event. This is report 3 of 4. This is the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The cause of the peritonitis was unknown. On an unknown date, peritoneal dialysis therapy was discontinued, the patient¿s catheter was removed and the patient was started on hemodialysis. At the time of this report, the patient is recovering. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).